Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received bupivacaine 4.6 mg/ml at a dose of 1.8008 mg/day, clonidine 573.2 mcg/ml at a dose of 224.38 mcg/day, and fentanyl 245.8 mcg/ml at a dose of 99.75 mgc/day via an implantable pump for an unspecified indication. The pump was implanted four years ago, during device follow up on (B)(6) 2017, the patient went in for refill and 40 ml was pushed into the pump. Imaging, fluoroscopy or ultrasound, was not used during the refill to confirm the needle position but the company refill kit and template were used during the refill. The patient collapsed, lost consciousness, in the parking lot of the hospital and was sent directly to the emergency room (ER). The patient also experienced hypertension. The pump was directly checked and 23ml was extracted with an expected 39.9 ml. As reported, this implicated that 17 ml were pushed through the pump or pocket fill; 17 ml were not in the reservoir. Fluid was withdrawn from the pump pocket and tested noting same drugs as in the pump. No further testing or troubleshooting occurred. There were no previous volume discrepancies. The patient was being monitored as an in-patient in the intensive care unit (ICU). The cause of the event was not determined. The patient¿s status was initially reported as alive-with injury. Surgical intervention did not occur and initially it was unknown if it was planned. It was later provided that the pump was not explanted, remained implanted, and the issue was resolved as the patient symptomatically being treated. No further complications were reported/anticipated.